Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "pump has infusing paused IV pump and disconnected pt so he could walk to br pt returned and was reconnected to pump when rn attempted to restart pump, it produced an error warning pump was immediately removed from service and a work order was placed no harm to patient." An incomplete date of event of (B)(6) 2019 was provided. Manufacturer response for pump, IV, alaris pc unit (per site reporter): manufacturer states that the operating system needs to be re-flashed. We have ordered and received flash card from manufacturer to re-flash operating system. Manufacturer stated this error/problem can occur if the user presses multiple buttons too fast. We have now witnessed this error message with more than 5 pumps. It was reported that the event occurred (B)(6) 2019 in the critical care unit, and the customer stated that there was no patient harm. It was later reported by biomed that it was a system error and the error code was 255-16-275.